Event description:
Device diagnostic testing at office visit resulted in high lead impedance (dc-dc code 7 and limit), indicating possible device malfunction. It is unknown whether the pt has suffered any injury or trauma that may have damaged the ncp system. Investigation to date has been unable to determine the cause of the high lead impedance reading. Lead break is suspected. It is not known whether or not the pt is scheduled for lead replacement surgery.